Event description:
It was reported that the pt underwent surgical exploration for possible lead fracture/migration/dislodgement. When the lead was exposed, it was noted that the lead was fractured. A new lead was placed. Once the lead was inserted into the old extension, it was noted that lead end would not fit into the distal end of the extension. The lead was then replaced. The pt recovered without sequela.